Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the capio device would not hold the dart and align properly on the pass of the suture. The dart of the suture lodged into the ligament on two consecutive passes. The detached needle was not retrieved. The patient's condition was reported as unknown.